Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient x-rays show progressive lucent lines and continues to complain of pain. A poly exchange was performed on (B)(6) 2023 and a der was submitted. The femoral component was removed with ease and cement had not adhered to the bone. However the femoral sleeve was ingrown and had to removed utilizing significant effort. The tibial tray was well fixed, however the tibial sleeve only showed fibrous tissue, indicating that it was loose. The patella was also removed quite easily. The surgeon routinely utilizes depuy 2 with gent for his revision procedures, however it is hospital owned so not in any of my records. A full revision off all components was preformed with no delay nor patient harm. No wear was noted and all components were appropriately sized and aligned. Doi: (B)(6) , 2022. Dor: (B)(6) 2024. Affected side: left knee. (B)(4) created for 8th jun 2023 revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.